Event description:
It was reported that the customer's insulin pump had a frozen display. The customer's blood glucose reading was 187mg/dl. Troubleshooting was performed. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the anomaly persisted. Advised that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
No frozen screen during testing noted. No moisture damage on button keypad traces noted. Button responded properly.